Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 600 mg/dl with nausea and vomiting. Cause was not known. Reportedly, the customer changed the infusion set and a manual insulin injection to try and address the elevated bg. Ultimately, the customer reverted to an alternate method of insulin delivery.